Manufacturer narrative:
The affected administration set was discarded at the user facility and no actual affected set was returned for evaluation. Zyno medical issued the scar (B)(4) to the contract supplier - (B)(4) on 01/26/2018 for the administration set dirp chamber leaking issue in three lots, including lot #1606009. The contract manufacturer stated that they had identified the root cause as improper welding process around the d8 air-screened membrane and implemented the corrective and preventive actions from lot #1702003. All the actions of scar (B)(4) have been completed and accepted on 04/26/2018. This scar is now waiting for effectiveness check.

Event description:
A distributor reported a leaking issue of an administration set to zyno medical on 09/26/2018. The distributor received a call from the initial reporter on (B)(6) 2018, stating that the administration set tubing was leaking below the drip chamber. The affected administration set was infusing chemo. There was no patient injury and no patient information was provided to zyno medical. The contract supplier of the affected device is (B)(4).